Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl and bupivacaine, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs) the pump had eroded through the skin and .the issue was identified as the patient had notified the office. There was no troubleshooting needed. The patient will have a replacement. It was unknown if the issue was resolved as to the date of the report. The other medications the patient was taking at the time of the event and pertinent medical history were not reported.